Event description:
It was reported that the home patient (hp) was not checking the patient line prior to connecting for automated peritoneal dialysis (apd) therapy to ensure that the line was properly primed. At the time of this report, the hp was connected in dwell 4 of 6. The technical service representative (tsr) reviewed the program with the hp and assisted the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connecting for therapy without checking if the line was fully primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.